Manufacturer narrative:
The device was received for evaluation by the manufacturer and the evaluation has not yet been completed. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the arm. After the pod was removed from the site, it was noted that the cannula was bent.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia. The product was returned with a different sequence number than was reported and noted on the initial MDR. Correction: sequence number changed from (B)(4).